Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the pump not receiving readings from the non-tandem continuous glucose monitoring system, the customer experienced blood glucose (bg) of 30 mg/dl. Customer ate food to resolve decreased bg.